Event description:
It was reported that the patient's device was moved to the abdomen to accommodate upcoming radiation treatments and a lead extender was added to the chronic right ventricular lead. One hour post implant, the lead subsequently had intermittent loss of capture (loc) and periods of no capture, the capture threshold was high, and pauses were noted on telemetry. In testing in the lab, the lead extender was removed and when the lead itself was moved, loc increased. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.